Event description:
Covidien valleylab button switch pencil (disposable esu pencil) tip breached plastic holster.

Event description:
Covidien valleylab button switch pencil (disposable esu pencil) tip breached plastic holster.